Manufacturer narrative:
Approximate age of the device is 6 months. The pump was not explanted after the patient expired; therefore, will not be returning to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 6 months post-implant, it was reported that the patient expired and the reported cause of death was cerebral hemorrhage after an unspecified infection.

Manufacturer narrative:
It was initially reported that the device was not returning for evaluation. The device was subsequently received. The pump was returned assembled with the driveline partially cut approximately 6.5 inches from the pump housing. Visual examination of the inlet tube revealed a thin, non-obstructive biological lining mixed with clotted blood surrounding the proximal edge. In addition, small depositions of unstructured clotted blood were present in the inlet elbow and outflow graft. A correlation between these depositions and the reported event could not be determined. Upon disassembly of the pump, visual examination did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline, upon removal of the damaged portion, did not reveal any discontinuities or shorts. Functional testing of the pump revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A correlation between the pump and the reported patient¿s outcome could not be determined; however, stroke, bleeding, infection, and death are listed as adverse events that may be associated with the use of the heartmate ii lvas. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.